Event description:
The complaint is reported as: "the user found it difficult to connect the aquapak bottle to the flowmeter: the connecting part assembly was too unstable to be fixed. Therefore, a new unit was used instead." No patient involvement.

Manufacturer narrative:
Qn# (B)(4). One empty 340 ml water bottle lot 18b215 was received for evaluation. The top of the adaptor port was intact. It came with an unopened adaptor lot 05e18. No visual defects were observed. The adaptor was attached to the bottle to observe for a loose or unstable connection. No unstable attachment was observed. The adaptor/empty bottle assembly was attached to a flowmeter to observe for a loose or unstable connection. No unstable attachment was observed. The bottle was filled about 3/4 with water and the adaptor/water bottle assembly was attached to a flowmeter to observe for a loose or unstable connection. No unstable attachment was observed. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned sample.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "the user found it difficult to connect the aquapak bottle to the flowmeter: the connecting part assembly was too unstable to be fixed. Therefore, a new unit was used instead." No patient involvement.